Event description:
It was reported that during a lap low anterior resection, the anvil had difficulty in removing from the device since the locking spring of the anvil did not function properly. This event occurred before use for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. After further analysis it was found that the trocar was found damaged, not allowing the anvil to properly seat. While no conclusion could be reached as to how the trocar became damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.